Event description:
It was reported that the 7900 system intermittently locked up, shut down, and would not boot. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call.